Event description:
National complaint coordinator (ncc) reports one incident of blood leak with the psn 120 dialyzer. Blood leak was noted at the start of treatment. Treatment was discontinued and blood was not returned to the patient, with an unknown amount of blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per ncc.